Event description:
It was reported that the ventilator did not pass pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Note. This complaint was reopened because the control printed circuit board (pcb) was returned for investigation. This is follow-up# 02. The ventilator was investigated on-site. The ventilator failed pressure transducer test during pre-use check. The conclusion was that the reported failure was due to a defective control pcb. After replacing the control pcb, the ventilator worked normally. The control pcb was returned for investigation. No device logs were not received. An visual investigation of the returned control pcb showed no anomalies. The returned control pcb was installed in the reference ventilator. Several pre-use check tests failed including the reported pressure transducer test. When simulated use test ventilation was started, breathing was weak and the o2 concentration raised to 100 % indicating no air was delivered. Measurements on the control pcb showed that the output from an integrated circuit (ic) controlling the air and o2 gas modules incorrectly was zero, deactivating the air gas module. The fault will be detected during pre-use check. If the fault condition found during the investigation appears during ventilation, it will lead to insufficient ventilation and high o2 concentration. High priority alarms will be generated. The conclusion is that the reported pre-use check failure was caused by a broken integrated circuit on the control pcb. Why the ic had broken could not be determined. This is considered a single component failure.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed pressure transducer test during pre-use check. The conclusion was that the reported failure was due defective control printed circuit board pcb. After replacing the pcb, the ventilator worked normally. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref (B)(4).